Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; unit did not power up when using new batteries or an external power supply. Unit powers up when using a 9v adaptor. There is battery leakage residue on the battery door. The green over mold on the back of the case is cut. Note: instructions for use state: do not use the posey keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries of batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white power residue. (B)(4).

Event description:
The customer reported that the unit will not power on. The customer has replaced the batteries with a new supply and is not aware what sensor is being used with the alarm. The customer reported that this was discovered during set up but couldn't provide the date. No patient incident or injury reported.